Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that on (B)(6) 2020, her adc freestyle libre 2 sensor failed to display glucose readings and she became hypoglycemic and consequently lost consciousness. The customer¿s husband called the ambulance and a blood glucose reading of 20 mg/dl was obtained on the hcp meter. The customer was diagnosed with hypoglycemia and she was treated with cola by her husband and the paramedic administered an unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.